Manufacturer narrative:
The device was not returned to vygon. However, the enteral feeding tube was compatible with luer-lock/piv connector allowing the misconnection. After follow up with the hospital, it was noted that the baby did not suffer any injuries as a result of this misconnection. A voicemail was left with the quality assurance manager (reporter contact) for additional information surrounding the event. In addition, a vygon field representative has scheduled a meeting with the hospital's nicu for (B)(6) 2011 to review the incident as well as vygon's device which incorporates safety connections. A follow up MDR will be sent with results of this meeting.

Event description:
Three-day old baby's feeding tube was inadvertently connected to the peripheral IV instead of the gavage tube (medical misconnection). The baby did not experience any injuries as a result.